Event description:
Customer reported potential false negative urine hcg results on consult diagnostics hcg cassette vs. Ultrasound. A doctor notified their distributor that he observed false negative hcg results on four different patients. Ultrasounds were done the same day: 2 patients were 12-13 weeks pregnant and 2 patients were 6 and 8 weeks pregnant. No other patient information was provided.

Manufacturer narrative:
Investigation pending. Distributor provided customer information: (B)(4).